Event description:
This is spontaneous report by a nurse from the USA of back pain and bacterial peritonitis with culture positive for enterococcus coincident with dianeal pd4 unknown bag therapy. In 2008, the patient began treatment with dianeal pd4 unknown bag, total fill volume 14l/day, intraperitoneally (ip), for automated peritoneal dialysis (apd). In (B)(6) 2011, the patient experienced back pain and on (B)(6) 2011 experienced bacterial peritonitis, manifested by abdominal pain and cloudy effluent. On (B)(6) 2011, the patient started treatment with vancomycin, ip, 2gm, every 4 days for 3 weeks. In (B)(6) 2011, after the culture results, the patient started ceftazidime, ip, 1gm, daily for 3 weeks ip. At the time of this report, remedial treatment with vancomycin and ceftazidime was ongoing and the patient was recovering from the event of bacterial peritonitis. The outcome of the back pain resolved on an unreported date in 2011. The root cause of the peritonitis was unknown. Dianeal was ongoing. The nurse believed the events of back pain and bacterial peritonitis with culture positive for enterococcus was unrelated to dianeal pd4 unknown bag therapy.

Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.